Manufacturer narrative:
(B)(4).

Event description:
During an initial hip arthroplasty, the inserter would not unscrew from cup. Another cup and inserter were used to complete the procedure without a significant delay.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A small amount of visible damage was observed on the lead threads of the returned inserter. Testing of the inserter with a thread gauge showed the inserter was still able to be threaded and removed as intended. The complaint is confirmed by the damage to the lead thread as this may lead to binding of the inserter and mating component. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause of the damaged threads cannot be determined as it is unknown when the damage occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.